Manufacturer narrative:
Evaluation results: one cadd- legacy 1 pump was returned for investigation in good condition. The case was damaged however. The customer's reported product problem regarding the failed accuracy was unable to be replicated during testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump failed accuracy (-7.3%). No patient was involved in this event. No adverse effects were reported.